Manufacturer narrative:
Insulin pump power up properly after battery installation. No blank display noted. However, insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement test or verify low batt, weak battery and battery out limit alarm due to failed batt test alarm.

Event description:
Customer reported via phone call that the insulin pump showed black screen. Customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not dropped or bumped. Customer stated that the stated battery compartment and screwed was corroded. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.